Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the robotics coordinator, who informed they had not heard anything pertaining to issues with the insufflator. They explained that engineering had come in over the weekend to work on the house gas and inadvertently caused house gas to leak over the weekend. The fse saw that the customer had been using the robot all week and no other surgeon had reported any problems with the system. The fse verified with the customer that system was being used without issue. The fse also did not see any errors or anomalies in the logs. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon had insufflation issues during the case. The surgeon set the flow rate to 50, pressure to 15, and smoke evac to auto. When the uterus was being removed, the uterine cavity began to collapse. Pressure went down to 5. The customer turned the smoke evac off and cavity was still fluctuating. The clinical territory associate (cta) that called in to report the issue was not in the case at the time of the incident. The procedure was completed as planned with no reported injury.